Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that while the physician was inserting a 50 cc intra-aortic balloon (iab) he had difficulty pushing it through the sheath. He then discarded the iab and inserted a new iab. There was no injury or harm to the patient.